Event description:
A lead extraction procedure commenced to remove a right atrial (ra), right ventricular (rv), and a left ventricular (lv) lead due to bacteremia. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath, along with a spectranetics medium visisheath dilator sheath, the lv and rv lead were successfully removed. Utilizing the glidelight and visisheath on the remaining ra lead, the lead was removed; however, the patient's blood pressure dropped and a pericardial effusion was detected via transesophageal echocardiogram (tee). Rescue efforts began, including pericardiocentesis, bypass, and sternotomy. An rv perforation was discovered and repaired, and the patient survived the procedure. This report captures the lld ez providing traction on the ra lead when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A4) patient weight - not available from facility. D4/h4) the lot number was not provided, thus the following information is unknown: unique ID, expiration date, and manufacture date. H3) the lld ez was discarded, thus no product investigation was performed. H6) per IFU, perforation is listed as a potential adverse event with use of the lld device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.